Manufacturer narrative:
Additional narrative: patient information not available for reporting. Date of device breakage is not known. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. It is not known if device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported an unknown plate broke postoperatively. No additional information was provided. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). (B)(4).